Event description:
It was reported that during bipolar using an accolade 2 and the broach handles are accolade tmzf. When surgeon was trying to attach broach into femur and the top part of the broach handle separated from the bottom part of the handle.

Manufacturer narrative:
Catalogue number unknown at this time. Device description reported as an accolade tmzf broach handle.when completed, the evaluation summary will be submitted in a supplemental report.

Manufacturer narrative:
Review of device history records indicates the lot was manufactured and accepted into final stock. There have been 4 other events for the lot referenced. The event was confirmed. A review of stryker¿s nc/CAPA database indicated that ncr (B)(4) resulted in regulatory action ra2009-050 (approved nov. 1, 2010) which recalled the device for the potential fracturing/breakage of the straight rasp handle. All lots were recalled. The device reported in this event was manufactured before this recall.

Event description:
It was reported that during bipolar using an accolade 2 and the broach handles are accolade tmzf. When surgeon was trying to attach broach into femur and the top part of the broach handle separated from the bottom part of the handle.